Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. It was reported a motor stall was seen at initial interrogation. It was unknown if the patient recently had an MRI. The representative reported a motor stall occurred around 2 pm yesterday ((B)(6) 2017) with no motor stall recovery. The representative stated the pump refill the day of report ((B)(6) 2017). The representative had no idea if the pump alarm was heard or if the patient had an MRI. The doctor usually utilized different drug cocktails for their patients according to the representative. The representative would confer with the hcp. No medical symptoms were reported. Additional information received from the representative on (B)(6) 2017 reported it was unknown what troubleshooting was performed related to the motor stall. The cause of the motor stall was unknown. It was unknown what actions/interventions were taken to resolve the motor stall. The pump was refilled and reprogrammed. The representative would send interrogation in a follow-up email. The patient was being scheduled for a pump replacement procedure, and the representative would follow-up as soon as they learned the information. Pump logs provided by the representative showed estimated elective replacement indicator (eri) was 11 months. Additional information received from another representative on (B)(6) 2017 reported via the event logs numerous stalls and recoveries since (B)(6) 2016 with the last motor stall (B)(6) 2017 and no recovery to date. MRI was ruled out as the cause of the stalls. The representative stated the patient utilized a personal therapy manager (ptm). The pump replacement would be done as soon as possible, and the doctor was going to manage the patient with oral drugs and patches. The same representative called back on (B)(6) 2017 reporting they had programming strips and was going to email them in. The pump logs showed a total of 3 recoveries and a total of 3 stalls. Additionally, an active audible alarm was silenced on (B)(6) 2017, and there was a stopped pump period may exceed tube set message on (B)(6) 2017, 48 hours after the stall on (B)(6) 2017. Infusion mode was set to stopped pump; the pump had been shut off for 30 hours and 57 minutes. The longest stall interval was 90 hours and 4 minutes. The shortest stall interval was 16 hours and 93 minutes. Additional information received from the original representative on (B)(6) 2017 reported the logs were interrogated. The cause of the motor stall was unknown. It was unknown what actions/interventions were taken to resolve the motor stall. It was unknown if the motor stall had resolved. Additional information received from the representative on (B)(6) 2017 reported the patient decided not to replace the pump therapy. The hcp planned to move forward with other methods of pain control. The patient was doing well. No patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the patient¿s weight at the time of the event was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.